Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The expected therapy time was 46 hours; however, the actual drug administration time was 19 hours 30 minutes. This issue was further described as, ¿it appeared that the chemical solution was flowing faster than normal¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, h3, h4, h6, h10. H4: the lot was manufactured between december 9, 2022 - december 13, 2022. H10: the actual device was received for evaluation containing 139 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.